Event description:
It was reported that ventricular capture management was not measuring the same as manual thresholds. The lead outputs were set high and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.